Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient saw a "call your doctor" message on their patient programmer (pp), telling them that the implant wasn't working and there was no signal coming from the implanted neurostimulator (ins) to the pp. They were assuming that the ins needed to be replaced. They were unsure if this was an elective replacement indicator (eri) or an end of service (eos) message. It was noted that they had a return of symptoms, including leakage and they had to wear extra thick pads. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the screen the patient was seeing was a power on reset (por) code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the por cleared successfully. The hcp tried to check the ins battery voltage, but was unable to due to eos. There was noted to be an issue with early battery depletion as the reporter thought the ins battery should last for five years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the patient had a por message and had an appointment on (B)(6) 2017. No further complications were reported.